Event description:
It was reported that after implantation of the preloaded intraocular lens (iol), the patient experienced blurry vision and the adequate postoperative visual acuity was not achieved. Account indicated that the patient underwent lasik surgery approximately 20 years ago. The patient was emmetropic prior the implantation. The preoperative refraction, postoperative refraction and target refraction are unknown. The postoperative distance visual acuity is 0.3. The iol was explanted and replaced with a dib00v model lens of 22.5 diopter. The patient outcome is unknown. No further information was provided.

Manufacturer narrative:
Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.